Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that recurrent downstream occlusions were noticed. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 9/4/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint couldn't be duplicated. It was found that the device's downstream occlusion(dso) seal was detached. The dso seal was replaced.